Manufacturer narrative:
Final analysis of the pump found wear and corrosion throughout the gear train. In addition, there was a stall due to gear-pinion. Final analysis of the catheter found a dark foreign material in two sets of the dispensing holes. When initially tested for patency, an occlusion was seen. After decontamination, the dark foreign material was no longer in the two sets of dispensing holes and the occlusion broke loose, but the catheter was still discolored in this area. Under microscope inspection, a circular coring could be seen in the bottom of the sutureless connector cup that was consistent with the tip of the pump¿s outlet port. In addition, pressure testing in the lab showed no leak.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter; product ID 8590-1, lot# n184650, implanted: (B)(6) 2009, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient had experienced a loss of therapy underdose symptoms and less than 50% therapeutic relief. A dye study was performed and there was an occlusion at the catheter tip. It was indicated that a revision was performed to completely remove the catheter and the physician was able to see ¿brown spots¿ occluding the tip of the catheter. In addition, the pump was replaced as it was about 24 months from the elective replacement indication (eri). At the time of report, there was no patient injury. The device system was used to deliver dilaudid.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.